Event description:
An international customer reported no growth of a positive control sterrad cyclesure biological indicator (bi). The bi remained purple after incubation. It is unknown how long the control bi was incubated and if the bi was crushed. It is also unknown whether the load contents were recalled successfully. There was no injury or harm reported due to this event. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4) - no growth positive control bi.

Manufacturer narrative:
Device evaluated by mfg. The initial report was checked. Not returned to manufacturer. It is now corrected to evaluated by mfg: yes. Device manufacture date: 07/30/2010. The investigation included a review of the device history, trending by product line and system serial number, failure mode and effects analysis and the health hazard evaluation. The DHR (device history record) review reveals no non-conformance reports found. The complaint history for the cyclesure bi, lot 156107 revealed no other similar reported complaint. Trending analysis for "no growth bi control" failure mode is within acceptable control limits. The fmea (failure mode and effects analysis) assessment revealed a low-safety risk. The hhe (health hazard evaluation) was reviewed and the risk of no growth control bi is considered to be low. The samples returned by the customer were tested and there was no problem found. Since the incubation temperature information was not reported, correct temperature parameters is not confirmed. Thermophiles require high temperatures for growth. Based on the information available, a definite root cause could not be confirmed. Thorough investigation and testing could not reproduce the reported issue of a no growth bi control.